Event description:
The surgeon reported via the tm that an initial operation (orif of 4th metacarpal only) was performed by another surgeon on a fit, (B)(6), right-handed male with closed fractures of metacarpals 3-5 right hand, on (B)(6), 2005. It was reported that during this operation, a 2.30mm, 4 hole and bar, low profile compression plate was used. It was stated that the pt then presented back to the hospital one week following surgery with the most distal screw 'pulled through' the plate. It was further stated that the surgeon performed a revision on (B)(6), 2006, and during this, he discovered that the distal 3 screws had all pulled through the plate holes and the most proximal was half pulled through. It was reported that the plate was easily removed without removing any of the screws, and that when the screws were removed, there was no sign of loosening in any of them. The surgeon states that he could see no visible abnormality in the plate or screws under 4.8x magnification, and that the plate and screws were all positively identified as being appropriate to each other. Further to this, the surgeon states that he tried to pull one of...